Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17422. It was reported that the patient experienced uncomfortable tingling and zapping sensation on right side of her leg. No anomaly was found on x-rays and CT scan. As such, surgical intervention was undertaken on (B)(6) 2021 wherein the l5 lead was explanted and replaced. However, the patient continued to experience shocking and jolting at buttocks. As such, additional surgical intervention was undertaken on (B)(6) 2021 wherein the s1 lead was explanted and replaced addressing the issue. Reportedly, the reported sensations have resolved.